Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the complaint was unverified, found no issues with finding or charging ins. Scrapped due to failing at plexus but passed on bench testing. Fail t6030 (rms voltage at the h field probe) due to rtm recharge coil defective. Scrapped due to failing at plexus but passed on bench testing this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states that he called yesterday and spoke to an agent regarding seeing "software problem." Patient did not have details of the software problem anymore as he was not seeing the software problem message today. This was documented in previous case which cannot be found. Patient stated that this agent walked him through resetting the controller and that resolved the issue and the controller worked as expected. Prior to seeing "software problem" he was seeing "no device found" and no matter how many times he would try to select "try again" or "recharge" the controller would never progress to a normal charging screen. He saw this started "day before yesterday." Today he was no longer seeing "software problem" but he was seeing "no device found" like he was seeing before and no matter what he selected the controller never would progress to a normal screen. Patient stated he even tried resetting the controller again. Information was received from a patient on 2021-feb-08 who was implanted with an implantable neurostimulator (ins). It was reported that there was no device found and a very hot recharger (insr/rtm). The patient attempted to charge their ins and their controller showed "no device found" and their rtm got extremely hot and felt heat on their controller and their controller lithium battery depleted very quickly. No symptoms or patient complications were reported.